Event description:
One endeavor sprint otw drug-eluting stent was implanted in the mid lad. At one month f/u, pt was asymptomatic / free of symptoms. It was reported that dyspnea worsened and the pt was admitted for treatment of the tracheobronchitis. Approximately 4 months following index procedure, the pt was readmitted for bi-lateral pleural effusions and infiltrative cardiomyopathy. It was reported that the pt expired 3 days later. The investigator reported that the cause of death was due to multi organ failure possibly due to amyloidosis. The investigator reported that the death was not related to the endeavor stent implanted. It was reported that the death was no associated to mi and there was no evidence of stent thrombosis. Autopsy report is not available.

Manufacturer narrative:
Evaluation results: (death).